Event description:
Hearing performance with the device was affected. The recipient was not using his audio processor (ap) for the last year due to external device issues. When the new ap was received, testing was performed showing affected channel. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was affected. The recipient was not using his audio processor (ap) for the last year due to external device issues. When the new ap was received, testing was performed showing affected channel. Plan to re-implant the recipient. It was recommended to take an x-ray.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device was affected. The recipient was not using his audio processor (ap) for the last year due to external device issues. When the new ap was received, testing was performed showing affected channel.the recipient has been re-implanted. It was recommended to take an x-ray.